Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error. The customer also stated that he had high blood glucose level in night. The blood glucose level at night 400 mg/dl. Customer changed infusion set but received critical pump error in the morning. The insulin pump will not be returned for analysis.